Manufacturer narrative:
No product was returned. Review of the device history record was not possible, since the lot number was unavailable. Based on the info received, the cause for the ported event could not be conclusively determined. The angio-seal instruction for use (IFU) cautions should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.

Event description:
It was reported following a percutaneous diagnostic procedure, an angio-seal was used. Nineteen days later, the pt returned to the emergency room with complaints of leg pain. A doppler ultrasound and femoral angiogram diagnosed a partial vessel occlusion. An interventional procedure of thrombectomy and stent placement was performed and the pt has recovered. The pt was taking prescribed anti-coagulant medication and aspirin and had a medical history of hypertension and chest pain. The physician is in the angio-seal training process.